Event description:
It was reported that during the procedure in the heavily calcified external iliac artery via cross over access, a non-abbott 6f introducer sheath was inserted followed by pre-dilatation using an unspecified 5f balloon. An 8x6x80 absolute 35 stent was successfully deployed. An attempt was made to advance a second 7x100x135 absolute pro stent delivery system distal to the first absolute stent; however, the stent delivery system could not cross through the stent and force was applied. The absolute pro stent delivery system was withdrawn from the anatomy and it was noted that the distal tip of the system was slightly crushed and the sheath was flared. The stent remained covered by the sheath. A non-abbott stent system was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Additional information indicated that during packaging for return shipment, the nurse rolled the catheter causing the catheter to kink. No additional information was provided. Return device analysis revealed that the distal end of the tip (stent delivery system) was torn not crushed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: terumo 6f, stent: absolute 35. Device (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation. The reported crushed and flared sheath was unable to be confirmed; however, the sheath was torn and kinked. The failure to advance could not be replicated in a testing environment as it was based on operational circumstance. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that force was applied to the absolute pro in the attempts to advance. It should be noted the warnings section of the absolute pro peripheral self expanding stent system (sess) instructions for use states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is likely that the advancement of the sess as resistance was encountered likely contributed to the noted tear and kinks in the device. Based on the information reviewed, there is no indication of a product deficiency.